Event description:
A dialysis facility reported that 2 pts were admitted to the hosp for metabolic acidosis after being dialyzed with an acid bath only. It was reported that the concentrates were reversed and that only acid was being pulled from the bicarbonate wand. Conductivity and ph was reportedly within range. The first pt complained of adbominal cramps, nausea and was bradycardic about half way into the treatment. Treatment was discontinued and pt was admitted to the hosp. Proper operation of machine was verified.